Manufacturer narrative:
The lot was manufactured between february 24, 2018 - february 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was observed when the device was received by the oncological clinic after being filled with unspecified medication. There was no patient involvement. No additional information is available.